Event description:
It was reported that about 4 of the magic 3 go hydrophilic intermittent catheters were packed improperly causing them to bend which led to discomfort upon insertion. No medical intervention was reported. Per additional information received via phone on 15may2024, stated that the catheters were slightly bent due to being jammed inside of the box when packaged. Customer had difficulty inserting the catheters. Customer noticed a slight bend towards the tip of the catheter that was not a coude tip. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual: received three (3) photo samples. All photo samples showcase two (2) iscs: one (1) bent isc and other isc that is not bent. Based on the photo samples received, product does not meet specifications. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be operator error. However, there was insufficient information to confirm this potential root cause.unable to perform a DHR review since the lot number was not provided. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 4 of the magic 3 go hydrophilic intermittent catheters were packed improperly causing them to bend which led to discomfort upon insertion. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.